Event description:
Carto has an issue with their equipment in one of our ep labs. When creating a map using carto the map itself will shift on its own. At first it seems as if the patient has moved when in actuality it is a glitch in the carto system. This has happened multiple times in this particular lab. We do not believe that this is a disposable equipment problem. It is a problem with the mapping system (carto) and possibly how it is interacting with the x-ray system. This is an intermittent problem that happens during ablation procedures. The problem is not a direct patient safety issue. It does necessitate the use of more fluoroscopy and lengthen the procedure time which can lead to a patient safety issue. Carto updated software to version 9. We suspect a software issue. The mapping area is detecting a larger area with this new software which includes part of the x-ray system outside of the patient.

Event description:
Carto has an issue with their equipment in one of our ep labs. When creating a map using carto the map itself will shift on its own. At first it seems as if the patient has moved when in actuality it is a glitch in the carto system. This has happened multiple times in this particular lab. We do not believe that this is a disposable equipment problem. It is a problem with the mapping system (carto) and possibly how it is interacting with the x-ray system. This is an intermittent problem that happens during ablation procedures. The problem is not a direct patient safety issue. It does necessitate the use of more fluoroscopy and lengthen the procedure time which can lead to a patient safety issue. Carto updated software to version 9. We suspect a software issue. The mapping area is detecting a larger area with this new software which includes part of the x-ray system outside of the patient.